Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e batch: 24036117 description: email received from cvs. Event: "per communication from nurse clinical educator [redacted] ,rn., the patients wife has reported a vial adapter ( (B)(6)provided ) issue. The medication was unable to be withdrawn from vial on a couple of occasions. The vial adapter once attached to the vial is not able to withdraw medication. Patient reused vial adapters from sharps container. The patient wife reports too large to use. The nurse clinical educator has sent message to still use and spike in middle of vial. Unknown if the md is aware. No further information, dates, or details reported. Product discarded hence no images & sample for return.- as the reporter did not report any issue with plunger rod, and the only difficulty is related to injecting air or withdrawing liquid from the vial hence the category for pressure irregularity has been assigned.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.